Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020.

Manufacturer narrative:
Device received on (B)(6) 2020. Additional information received with the device indicated that patient also experienced bilateral ptosis . As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#: 3501640, sn#:(B)(4), and right replaced with cat#:3501640, sn#; (B)(4), and capsulorrhaphies, and a full dermal mastopexy. Device evaluation completed on (B)(6) 2020: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear measuring less than 0.1 cm on the anterior view. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).